Event description:
The home health nurse stated that she did not work with the drug infusion system, but she saw the patient on the date of this report and he was hypotensive. The patient told her that he didn¿t believe that the pump was working. The nurse had no additional information and was planning to send the patient to the hospital. The device system was delivering bupivacaine, baclofen, dilaudid, and morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).